Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre pulmonary balloon dilatation catheter was to be used during a bronchial dilatation procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during preparation, the balloon did not inflate correctly. It was reported that the physician realized the device was broken. The exact nature of how the device was "broken" and whether the balloon burst are unknown; therefore this complaint has been deemed an MDR reportable event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device revealed no defects to the catheter of the device. Functional testing was performed, however the balloon could not be inflated due to a hole noted in the balloon material. The complaint that the balloon burst was not confirmed as a hole was noted in the balloon; however, this complaint will remain an MDR reportable event. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). The reported event of the balloon being found broken.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre pulmonary balloon dilatation catheter was to be used during a bronchial dilatation procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during preparation, the balloon did not inflate correctly. It was reported that the physician realized the device was broken. The exact nature of how the device was "broken" and whether the balloon burst are unknown; therefore this complaint has been deemed an MDR reportable event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.